Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid and the dilution cup overflowed. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer was on site and found the probe bent. Replacement of the probe, as well as wash station, syringe and carvo dilutor returned the instrument to normal operation. This customer has not logged any complaints against this analyzer since this incident. (B)(4).